Event description:
The customer reported that the system was completely stopped and all the leds were lit up, the field engineer noted a communication error and the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor was evaluated and replaced. The system was tested and found to be working as intended and returned to svc.